Manufacturer narrative:
Failure analysis noted that the pump alarmed watchdog timeout due to faulty interface board. The display functioned properly. There was no blank display. There was no moisture damage on the electronic assembly and motor. The pump had cracked corner display window, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 120mg/dl. The customer stated that the display was currently blank. He was asked to leave the battery out for two hours and to call back if the display does not return. The customer called back and stated that the pump alarmed watchdog timeout but now it was just a black screen. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.